Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the date did not change after a set change. Customer's blood glucose was 128 mg/dl. After troubleshooting, reservoir started date remained the same. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amount and were properly recorded in the bolus history screen. The insulin pump download in the carelink software and all bolus deliveries registered properly in the carelink history report noted. No history anomaly noted during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.